Event description:
A nurse reported to baxter an issue of damaged uv flash transfer set. The nurse stated that the clean flash alarmed and the patient found the bent spike of the transfer set after he opened the cover of the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information : the reported issue of damaged transfer set was confirmed based on the evaluation of the received sample. During visual inspection they found tha the tip of the spike was bent inward.

Manufacturer narrative:
(B)(4). The cause for the damage was undetermined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Since the lot number is unknown, no batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.